Event description:
It was reported that during an unknown procedure, the device did not work. It was replaced by another one. There was no adverse pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis showed that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully fired and with the spring cartridge lock out damaged. The damage to the spring cartridge lockout is consistent with damage observed when trying to fire an already spent cartridge, as stated in the IFU: "note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." The returned device was found to be non functional as the firing mechanism was noted to be damged. The device was disassembled to verify the condition of the internal components and the 3 firing trigger teeth were found damaged. No functional test could be performed due to the condition of the device.